Event description:
The customer reported that the system could not start up (no boot). There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service rep performed an over the phone investigation. The hospital biomed rebooted the system during the service call. The system was tested and found to be working as intended and put back into service.